Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient came to the clinic for regular follow-up and they were unable to interrogate the implantable cardiac monitor. They attempted several times but were not able to interrogate the device with the programmer. The device remains in use. No patient complications have been reported as a result of this event.